Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the inner sterile packaging was compromised. Another device was available to complete the procedure without a significant delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product determined that the sterile packaging is still sealed. The stem appears to have punctured through the sealed pouch and then subsequently punctured through the blister and part of the carton. The outside of the carton at the end where the stem punctured the blister also shows signs of excessive damage. The device history records were reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported even was due to shipping damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.